Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion with the stent. He removed the delivery system and stent. A balloon catheter was then used to dilate the lesion. The physician then attempted to reposition the stent across the lesion. The stent became detached in the pt and remains there. No attempts at retrieval were made. Pt status is listed as "stable".